Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pulmonary embolism during the hf sensor implant procedure. Consequently, the procedure was abandoned. The patient received heparin and was asymptomatic. The patient was monitored overnight and was subsequently discharged. Reportedly, the issue has resolved.